Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by j.f. Lardanchet, j. Taviaux, d. Arnalsteen, a. Garion, and p. Mertl. Manufacture date ¿ unknown. Device location unknown.

Event description:
Information was received based on review of a journal article titled, " one year prospective comparative study of three large diameter mom tha serum metal ion levels and clinical outcomes" which aimed to compare clinical outcomes of three commercially available large diameter acetabular cups and the effects of cobalt and chromium serum levels 1 year post-operatively. The secondary objective was to assess the rate of persistent pain and to compare that to clinical outcomes across implants. The three groups include two competitors and biomet m2a magnum. The study took place in may 2008 and included 67 patients. The postero-lateral approach was used and the ideal cup position was 40-45 abduction and 20 anterversion with ideal stem position at 15. After one year post-op each patient had a blood serum test and the clinical test approach used PMA (postel-merled'aubigne). Patients were identified in each group. The metal ion levels of the three groups was significantly increased compared to the normal limit, with magnum at the lowest levels. Patients were identified in the article that underwent a total hip arthroplasty on an unknown date. Subsequently, three patients reported anterior dislocations on the day of surgery. After external reduction, no recurrence and the clinical result was excellent. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported in a journal article that one patient underwent a closed reduction due to anterior dislocation the same day as initial implantation. There was no recurrence of dislocation and the patient was reported to have excellent clinical results.